Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8120-70; serial number: (B)(4); batch/lot number: 216244a; model/catalog description: artisan surgical lead 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.